Event description:
During a surgical procedure, the power plug of the device emitted sparks. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.